Manufacturer narrative:
Investigation conclusion: investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports receiving false negative results on themselves and their mother when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document unspecified amount of false negative results for the customer. See (B)(4) for alternate false negative results. Customer reports receiving two false negative results on (B)(6) 2022 (see (B)(4) when testing with the cue covid-19 test for home and over the counter (otc) use. Customer also stated they continued to test negative with cue following the two initial false negative results, however, no further information was provided. Dates of testing, frequency. Cartridge sn and lot number were not provided. On (B)(6) 2022, customer tested positive with a confirmatory pcr at kaiser. Customer had symptoms, but no known exposure. All tests were stored in appropriate temperature range.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.